Manufacturer narrative:
The discharge summary was received and indicated that the patient was discharged on (B)(6) 2011. Nih stroke scale score on (B)(6) 2011 was 7 and the stroke score was 5. Concomitant medications was also obtained: heparin was administered intra-procedure. Pre and post-procedure medications included aspirin and clopidogrel. No additional information is available at this time and no additional reports will be forthcoming at this time.

Manufacturer narrative:
Please note that the initial alert date in the initial 3500a report should have stated (B)(6) 2011. No further information is available and no further reports will be forthcoming.

Event description:
The report received from the (B)(4) study indicated that a 6mm extra support angioguard rx embolic protection failed to cross the target lesion. Another embolic protection device was not used. Post deployment of the precise pro rx stent, the patient developed aphasia and right hemiparesis that was diagnosed as an ischemic stroke in the right hemisphere. The patient also had residuals of right upper extremity monoparesis. Post-procedure maximum total ck was 239.0 (maximum upper limit ck 220.0) and the maximum total ck-mb was 15.7 (maximum upper limit ck-mb 8.8). Pta was being performed on a 70% occluded lesion in the proximal right internal carotid artery of 27mm in length in a 4.7mm vessel diameter. The lesion was eccentric, arch iii, severely calcified with moderate vessel tortuousity. The lesion was pre-dilated and a 10x40mm precise pro rx stent was deployed at the target site. The residual diameter stenosis measured 0%. There was no dissection or presence of air bubbles noted during the procedure. The product stored, handled, inspected and prepped according to the instructions for use. Nothing was unusual noted about the device prior to use. The patient had no neurological symptoms prior to the procedure. A 6 f size sheath introducer was used. There was a tight seal between the sds and the tuohy borst (hemostasis) valve of the sheath introducer/ guiding catheter during aspiration. The user aspirated prior to contrast injections. There was no thrombus noted pre or post deployment.

Manufacturer narrative:
Concomitant devices: angioguard embolic protection device catalog number 601814rec, lot number 70710523. Concomitant medications: unknown. Post deployment of the precise pro rx stent, the patient developed aphasia and right hemiparesis which was diagnosed as an ischemic stroke originating in the right hemisphere. The patient also had residuals of right upper extremity monoparesis. Pta was being performed on a 70% occluded lesion in the proximal right internal carotid artery of 27mm in length in a 4.7mm vessel diameter. The lesion was eccentric, arch iii, severely calcified with moderate vessel tortuousity. The lesion was pre-dilated and a 10x40mm precise pro rx stent was deployed at the target site. The residual diameter stenosis measured 0%. There was no dissection or presence of air bubbles noted during the procedure. The product stored, handled, inspected and prepped according to the instructions for use. The patient had no neurological symptoms prior to the procedure. A 6 f size sheath introducer was used. There was a tight seal between the sds and the tuohy borst (hemostasis) valve of the sheath introducer/ guiding catheter during aspiration. The user aspirated prior to contrast injections. There was no thrombus noted pre or post deployment. The patient's medical history consists of hyperlipidemia, abnormal stress test and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15175104 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.